Event description:
Caller reported experiencing tandem mobi cartridge alarm on multiple occasions. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl during any of the events. Technical support resolved the issue by arranging for a replacement pump to be sent to the customer, instructing them on the necessary steps to return the malfunctioning pump, and ensuring the customer had a backup insulin therapy plan in place using mdi.